Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). A 2.25x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stet struts were deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. The stent had detached from the delivery system and was not returned for analysis. The tip was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted. Crimp stent markings were visible on the exposed balloon wall indicating that the stent was crimped to the balloon prior to stent detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the stent dislodged inside the patient's body and was removed with a snare.